Event description:
It was reported that during a follow-up device interrogation, the programmer radio frequency (rf) head lost telemetry. Troubleshooting steps were taken. The rf head was swapped out and the interrogation continued. As a result of the interrogation, the lead was found to be showing some undersensing. The lead wad checked in unipolar sensing, and "significant" myopotential oversensing with isometric exercise was seen. The physician decided to leave the patient in bipolar sensing polarity, but increased the sensitivity and turned off the sensing assurance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.